Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported the capsulotomy was too posterior during laser assisted cataract surgery of the left eye. The capsulotomy cut into the lens instead of the field. Additional information received indicates the surgery was completed without complications or harm to the patient.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A company representative visited the site and verified the system was working as intended. Upon review of the images of the treatment, it was noted that the capsulotomy control points were set down into the lens; instead of on the anterior side of the capsule. The control points are user-defined. The root cause of the reported event can be attributed to user error. (B)(4).